Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up check in clinic. Upon review, the patient¿s implantable cardioverter defibrillator exhibited post-paced t-wave oversensing at the time of interrogation. The patient¿s device was reprogrammed. The patient was asymptomatic throughout.